Event description:
I had a left radical nephrectomy for kidney cancer on (B)(6) 2021. I was diagnosed with lung nodules and skull lesions in the beginning of this year. All after using the philips CPAP machine since 2014. FDA safety report ID# (B)(4).